Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation, and a serial number could not be obtained. Furthermore, no on-site evaluation was performed by a fresenius field service technician (fst). As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The dialyzer was noted to have a concentrated amount of blood in one area of the fibers, which the user facility believed to be indicative of a blood leak. A blood test strip was used to verify the presence of blood in the dialysate. The strip was used at the ¿outflow hose of the dialyzer¿ [sic], and trace amounts of blood were noted. The treatment was being performed on a fresenius 2008 series machine (unknown model). The machine's blood leak detector did not trigger an alarm. However, enough evidence was found to confirm that a blood leak had occurred. It is unknown how much blood loss there was due to the event. It is also unknown if a sample would be available to be returned for manufacturer evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The dialyzer was noted to have a concentrated amount of blood in one area of the fibers, which the user facility believed to be indicative of a blood leak. A blood test strip was used to verify the presence of blood in the dialysate. The strip was used at the ¿outflow hose of the dialyzer¿ [sic], and trace amounts of blood were noted. The treatment was being performed on a fresenius 2008 series machine (unknown model). The machine's blood leak detector did not trigger an alarm. However, enough evidence was found to confirm that a blood leak had occurred. It is unknown how much blood loss there was due to the event. It is also unknown if a sample would be available to be returned for manufacturer evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.